Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failure with variable 003 was confirmed in the insulin pump history; the problem was isolated to the keypad assembly. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at the j6 connector. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert and hardware low level failures. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.